Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Bottom square of the brush head comes off while brushing, break [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on 05-apr-2017 that the bottom square of 3 oral-b dual clean brushheads came off while brushing, and he/she almost swallowed it. He/she reported the brush heads break after about 15 days of use. The consumer reported he/she had previously used this exact version of product. No symptoms developed.

Manufacturer narrative:
On 01-jun-2017 product investigation results: the reporter returned 1 oral-b dual action toothbrush head on 03-may-2017. The result of the analysis done with the consumer return showed that wear led to the reported issue.

Event description:
Bottom square of the brush head comes off while brushing, break [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2017 that the bottom square of 3 oral-b dual clean brushheads came off while brushing, and he/she almost swallowed it. He/she reported the brush heads break after about 15 days of use. The consumer reported he/she had previously used this exact version of product. No symptoms developed.